Event description:
Anesthesia ventilator failed during operation. Pt was bag/ett/ventilated while anesthesia machine was rebooted. Machine removed from service, hospital biomed as well as ge healthcare maintenance tech notified.